Event description:
Patient with history of recurrent parotitis and left parotid stones. Patient taken to operating room for removal of left parotid stone via salivary endoscopy. A left parotid stone visualized and reduced in size in the left parotid duct and was captured in salivary stone basket. Attempted removal of stone and basket unsuccessful and unable to release stone from the basket. The basket became separated from the device "handle" resulting in stone and portion of basket retained in left parotid duct.